Event description:
It was reported that had uncomfortable position to charge the implantable pulse generator (ipg). The patient underwent an ipg repositioning procedure and was doing well operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.